Event description:
Per facility medwatch: "device was being used on an infant in cardiac arrest. The patient was converted from asystole to vfib. The physician charged the unit to 10 j. Upon pushing the button to shock, the device indicated insufficient energy. The battery from position 2 (indicating 3/4 charge) to position 1. The unit continued to indicate insufficient energy. The 3/4 charged battery was replaced in position 2 with spare from the ambulance was placed in position 1. The unit then worked properly.